Event description:
The hosp reported that during the saphenous vein harvesting procedure, the balloon on the short port did not inflate. The procedure was completed by bridging technique. No additional pt complications were reported. The hosp tested the device outside the pt leg and the balloon inflated without any issues.